Manufacturer narrative:
Conclusion: complaint is confirmed for cap with small hole issue. It was not possible to perform a visual or functional analysis since customer discarded the affected cap. There is a possibility that this was caused by supplier failure process. After evaluation the cause of this complaint could not be determined; additional information from supplier is needed. Supplier process could be a probable cause for this failure mode. Medtronic worked with the supplier to open an investigation order to improve the part number. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk management file pfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use during priming of this custom tubing pack the customer observed that a non-vented cap appeared to have a defective small hole in it that caused fluid to leak out during priming. It was replaced with a non vented cap without a defective hole in it and the priming was completed without further incident. There was no patient involvement so no adverse patient effects occurred. Additional information received: the customer stated that they had 3-4 packs from the same lot with these non vented caps with little pin holes in them. The fluid leaked out of the pin holes when they primed the system. No air was seen in the system. The leaks from the additional caps were seen on the same date and they were observed prior to the same procedure mentioned above. All of the occurrences will be capture in this event as a result.